Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during testing, the pump fed a different amount than what was on the screen. The rate was set to 125 ml/hr.

Manufacturer narrative:
The unit was received and the reported issue could not be confirmed. A root cause could not be determined as a result. A corrective action is not deemed necessary at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.